Event description:
It was reported that patient presented right knee prosthetic joint infection. Event was resolved with a 2 stage revision with a liner exchange.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this is a journey ii study. It was reported that the patient had a right tka (B)(6) 2018. It is noted a prosthetic joint infection was reported (B)(6) 2018 and patient had a 2-stage revision, with a liner exchange (B)(6) 2018. The outcome is noted as ¿resolved.¿ however, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, post-operative healing issue, traumatic injury, joint tightness, material in use, or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.